Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. Factors outside the scope of nxstage therapy can impact the patient's weight, these include but are not limited to the accuracy with which intake is recorded, the weighing techniques used, and the patient's comorbidities. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Event description:
A report was received on 25 jun 2024 from the home therapy nurse (htn) of a 63 year old patient with a medical history including cardiac comorbidities, end stage renal disease, and previous admission for fluid overload, who experienced shortness of breath, high blood pressure (230/97mmhg) and fluid overload following hemodialysis treatments. The patient was hospitalized on (B)(6) 2024. Additional information was received on 17 jul 2024 from the htn who stated the patient had their dry weight reassessed (from 73.5kg to 72kg) and received dialysis treatments during an extended hospital admission complicated by unspecified cardiac issues. The patient was discharged on (B)(6) 2024 and post discharge continues to treat using the nxstage system.